Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while performing threshold testing, telemetry was lost between the mobile programmer application and the implantable pulse generator (ipg) which could not be re-established. It was noted that despite placing the patient connector in a sterile cover in an attempt to position the patient connector closer to the ipg, and performing multiple re-starts of the mobile programmerapplication, connection could not be re-established. It was noted the physician elected to remove the ipg from the pocket and apply an antibiotic pouch due to placing the patient connector within the field. Troubleshooting steps were taken to include swapping outthe application and patient connector which resolved the issue. Additional troubleshooting steps were taken post procedure to include turning off wireless fidelity on the original application which was found to establish connection without any issues. No patient c omplications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that telemetry was lost between the mobile programmer application and the implantable pulse generator which could not be re-established. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.